Event description:
On (B)(6) 2012, olympus biotech pvg learned of an adverse event in the literature: papanna, mc, et al, "the use of bone morphogenic protein-7 (op-1) in the management of resistant non-unions in the upper and lower limb", in injury, 2012 [epuib ahead of print]. A (B)(6) male who received osigraft as part of an unspecified procedure to treat a closed tibial fracture non union developed significant joint stiffness that impaired functioning. No add'l details were provided. No systemic or allergic reactions were encountered after application of bmp-7. Add'l info will be requested from the authors.

Manufacturer narrative:
Source of report (literature): seq# 1, author: madhavan c. Papanna; n al-hadithy; b somanchi; m sewell; r robinson; s khan, r wilkes. Journal title: injury, year: 2012, article title: the use of bone morphogenic protein-7 (op-1) in the management of resistant non unions in the upper and lower limb.